Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, large amount of insulin was coming out of the tubing when the patient was completing the load cartridge step. It was confirmed that the patient was disconnected from the skin site. The patient stated that there was no damage or trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrence of no cartridge detected warning. On investigation, the pump powered up to the verify screen with the appropriate audible and vibratory functions. A rewind/load/prime sequence failed due to ¿no cartridge detected¿ warning. The pump was opened to further investigate, and it was found that the solder around a force sensor pin was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.